Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was found to be exhibiting loss of capture and loss of sensing. It was then confirmed via chest x-ray that the lead had dislodged. On (B)(6) 2018, repositioning was attempted, but unsuccessful. The lead was then explanted and replaced. The patient was stable before, during, and after the procedure.